Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 9/19/99. On 10/30/99 she sought medical treatment for infection at the piercing site and was prescribed antibiotics.